Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that difficult to irrigate was experienced. The farawave pulsed field ablation catheter was prepped according to instruction for use (IFU). The flush line was connected to the side port and irrigated. After the fourth energy application, it was noticed that the irrigation line had stopped dripping. The catheter was removed, checked side port irrigation manually and it was not possible to flush. The catheter was replaced, and the procedure was completed. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that difficult to irrigate was experienced. The farawave pulsed field ablation catheter was prepped according to instruction for use (IFU). The flush line was connected to the side port and irrigated. After the fourth energy application, it was noticed that the irrigation line had stopped dripping. The catheter was removed, checked side port irrigation manually and it was not possible to flush. The catheter was replaced, and the procedure was completed. There were no patient complications. The catheter was received for analysis.